Event description:
The customer reportedly obtained a 308mg/dl and 42mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that she depleted the supply of strips used in event and will not be able to return them.